Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two cre pulmonary dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that two cre pulmonary dilatation balloons were used in the right main stem of the bronchus during a dilation procedure performed on (B)(6) 2021. During the procedure, when attempting to advance the balloon down the working channel and into position the tip kept bending. The balloon was unable to pass into position between the malignancy. The device was removed from the patient and was re-inflated for inspection. The balloon seemed fine until it was passed back down the scope and the tip continued to bend. A second cre pulmonary dilatation balloon was used and the same issue occurred. The procedure was completed with another cre pulmonary dilatation balloon device. Note: the instructions for use (IFU) indicate that the balloon should not be pre-inflated. There were no patient complications reported as a result of this event.